Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2006. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. It was reported that the patient underwent gynecological procedure and mesh was implanted due to vaginal prolapse, rectocele, cystocele, urinary and fecal incontinence. It was reported that following insertion the patient experienced pain, incontinence, bleeding, bladder problems, exposure, erosion infections and dysuria. It was reported that patient underwent mesh removal on (B)(6) 2007.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent gynecological procedure and mesh was implanted due to vaginal prolapse, rectocele, cystocele, urinary and fecal incontinence. It was reported that following insertion the patient experienced pain, incontinence, bleeding, bladder problems, exposure, erosion infections and dysuria. It was reported that patient underwent mesh removed on (B)(6) 2007.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh were implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.